Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an aortic aneurysm using two gore tag thoracic endoprosthesis. It was reported that the tag devices were placed from the ascending aorta to the distal arch to treat the aneurysm at the aortic arch. And a contralateral leg was implanted together to do the chimney technique. On the same day, before the procedure, debranching surgery using the vascular graft from the right subclavian to the left subclavian and the left common carotid artery was performed. After the cannulation of the pxc delivery catheter from the brachiocephalic trunk to the ascending aorta was done, two tag devices were deployed. Then the pxc was deployed to keep the blood flow into both carotid arteries and subclavians. On (B)(6) 2012, follow-up CT revealed type a dissection around the edge of pxc. The physician performed vascular replacement of the ascending aorta. Pxc and proximal tgt were partially removed and anastomosed with the vascular graft. The patient tolerated the procedure. The physician stated that at the time of the pxc ballooning, the moving pxc made the dissection.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with intrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy.